Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years. Although the reported pump stoppages and low speed hazard events were confirmed based on the submitted log file, a specific cause for the interruption in pump function could not be conclusively determined during the evaluation of the returned driveline. A review of the submitted log file confirmed the reported pump stop and low speed hazard events. Each of the events occurred while the system was operating on the power module. Based on complaint history and similarly reported events, the events captured in the log file are consistent with a potential driveline wire issue. The external portion of the patient¿s driveline was replaced and returned for evaluation. The patient remains ongoing on left ventricular assist device support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient called in the morning to report that the lvad system had produced a yellow wrench alarm. The patient reported one alarm at midnight and one at 0730. Upon interrogation, low speed advisories and a pump stoppage event were noted. The lvad clinician suspected a driveline fracture. An ungrounded power module patient cable was sent home with the patient. The patient was asymptomatic. A log file reviewed by the manufacturer¿s technical service representative confirmed 2 pump stoppage events. A review of submitted x-rays showed some heavy tape that had been previously applied to the external portion of the driveline and a shield disruption right beyond the taped area just outside the body, but was not conclusive. On 24jul2017, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. The entire external portion of the driveline was replaced with no issues. The system was connected to a grounded power module patient cable after the replacement and pump stoppages did not occur. The patient was to be monitored for a few hours then discharged if the alarms did not return.

Manufacturer narrative:
Section a2: correction. A portion of investigation conclusion was inadvertently omitted from previous MDR: approximately 19¿ of the patient¿s driveline was returned. There was no damage to the silicone jacket. Visual inspection, electrical continuity testing, and high potential testing did not reveal any discontinuities or insulation breaches that would have contributed to an electrical short.